Manufacturer narrative:
Device was not returned for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure for compression fracture at t8-s1. The rod at t11-t12 broke. The revision surgery was performed to replace the rod approximately two and a half months post op.